Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a dissection path was performed in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the deviation of the dissection path to the tumor with the aid of navigation was detected by the surgeon during the surgery, and was addressed with a second burr hole and a new path to the tumor with navigation for complete resection at the very same surgery. The final outcome of this surgery was successful as intended, with the tumor completely removed as desired, and only actual tumor tissue had been removed from the brain. There was no risk for (serious) harm added to the patient by the creation of the additional burr hole. There was no direct (or increased) risk of harm to a critical structure in the brain due to the deviating path. There was no harm or negative effect to the patient, also not due to surgery/anesthesia prolong of ca. 5-10min. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the by ca. 2cm deviating dissection path in the brain is: a shift of the patient's brain anatomy during surgery (as confirmed by the surgeon during the surgery), due to e.g. The opening of the skull and dissection path performed, and/or loss of cerebrospinal fluid. A shift of the patient's brain after patient registration to navigation cannot be recognized or compensated by the navigation system, which uses the pre-operative image data for display of instrument positions relative to the actual patient anatomy. An additional minor factor that likely contributed to the reported navigation display deviation to a lesser extent, was an inadequate patient MRI scan used for registration in combination with an insufficient distribution of points acquired by the user for patient anatomy registration to navigation, both not following brainlab requirements. Specifically, the scan contained distortions around the patient's face and skin shift around the sides of the face/ears where registration points were acquired. The surface matching points were also not equally distributed on both sides of the face. This can cause the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of navigation prior to accepting the registration, after draping, and throughout the procedure - prior to and while performing the dissection path in the brain. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A planned cranial surgery for a resection of a cavernoma, the tumor located ca. 24mm deep in the parietal lobe of the brain with a size of ca. 26mm, has been performed with the aid of the brainlab cranial navigation software version 3.1. A pre-operative MRI scan that was acquired 3 days before the surgery was used to register the patient anatomy to the navigation, fused with a former CT scan and several other MRI scans to also use with navigation. During the procedure the surgeon: positioned the patient in a lateral orientation in a non-brainlab head holder, and attached the reference array for navigation to the head holder. Used the softouch for surface matching to acquire skin points on the patient's head to register the current patient anatomy to the navigation. Verified the registration to navigation, and accepted the accuracy to proceed. Draped the patient and exchanged the navigation reference array to a sterile one, and re-verified the navigation accuracy with the pointer. Planned the incision and the craniotomy (burr hole) location with the navigated pointer, and marked the entry point on the patient's skin with a pen. Performed the incision and created the burr hole of ca. 25-30mm in the skull. Used the navigated pointer to determine the dissection path to the tumor, reached the tumor and started to resect it. After removing a portion of the tumor, re-verified navigation accuracy with the pointer, and detected that the navigation displayed the pointer location ca. 2cm deeper than its actual location in the brain anatomy. Determined that the dissection path to the tumor had been ca. 2cm too medial compared to the anticipated/intended path, whereas the resected (removed) tissue was still all from the tumor as intended. To be able to remove the complete tumor for the surgery to be successful as desired, decided to create a second burr hole of 18.5mm ca. 2cm away from the original burr hole, where navigation was determined to be still sufficiently accurate beforehand on the skull. Removed the remainder of the tumor with the same navigated method as before, and verified with an independent ultrasound that the tumor had been completely removed. Completed the surgery successful as intended and closed the patient. According to the surgeon (treating clinician): the deviation of the dissection path to the tumor with the aid of navigation was detected by the surgeon during the surgery, and was addressed with a second burr hole and a new path to the tumor with navigation for complete resection at the very same surgery. The final outcome of this surgery was successful as intended, with the tumor completely removed as desired, and only actual tumor tissue had been removed from the brain. There was no risk for (serious) harm added to the patient by the creation of the additional burr hole. There was no direct (or increased) risk of harm to a critical structure in the brain due to the deviating path. There was no harm or negative effect to the patient, also not due to surgery/anesthesia prolong of ca. 5-10min. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.